Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back regarding a follow up letter that was sent regarding the previously reported event in this case. The patient stated they received this letter in july and they had surgery in june (no indication related), so pt stated they don't recall answers to a lot of the questions. Pt provided the following questions/answers in regards to reference letter: regarding the cause of the stimulator off and the programmer not showing any programs they stated the stimulator wasn't off, it did come on and it showed an error (unclear whether ins or programmer error) so that's irrelevant it doesn't even make sense. Then they stated the stimulator was off, but the programmer was showing a problem. The programmer issue was resolved, but they didn't know the cause of the issue but that it was resolved by doing the program over again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient went to get an EKG today and they couldn't read it because there was interference because the stimulation was on. Patient had to drive home to get the patient programmer. The patient programmer wasn't coming on so they had to put in new batteries. Patient got error code 301 call the manufacturer. The patient tried to turn it on and it showed off. When tried to turn it on it wouldn't come on only stayed off. Agent did not ask about the circumstances that led to the reported issue. Had the patient turn off the patient programmer. Had the patient synced the patient programmer with the stimulator. Patient's settings showed stimulator is off, program 2 at 1.25. Went to turn on stimulation and got303 error code and 1.25 volts stimulation off and it didn't show any program. The issue was not resolved through troubleshooting. Asked patient if they had got a replacement patient programmer. The patient said they did like five years ago and had the programs added on. The patient was redirected to their healthcare provider to further address the issue of showing in reduced icon mode.